Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was trying to make their device work. The patient adjusted the antenna, followed the instructions in the book, but was still having issues with the device. No patient symptoms were reported. No further complications were reported or anticipated.